Manufacturer narrative:
The technician replaced the brake caster to resolve the issue.

Event description:
The technician alleged the brake caster continually swivels while in brake mode. No patient impact.